Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for "fan failure". When exactly this alarm occurred was not reported to hamilton. Hamilton was only informed that this not occurred during patient ventilation. The alarm was observable. "Fan failure". No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for "fan failure". When exactly this alarm occurred was not reported to hamilton. Hamilton was only informed that this not occurred during patient ventilation. The alarm was observable. "Fan failure". No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device experienced a fan failure. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement fan was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the fan, as no further complaints have been reported.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for "fan failure". When exactly this alarm occurred was not reported to hamilton. Hamilton was only informed that this not occurred during patient ventilation. The alarm was observable. "Fan failure". No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.